Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment. Subsequently on (B)(6) 2014 the patient was administered general anesthesia to facilitate excision of granulation tissue with silver nitrate and abutment exchange. The implant device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.